Event description:
Update: the information in these complaints was found to be duplicate; all information about the patient will be included and contained in 9610612-2023-00115, 9610612-2023-00116, 9610612-2023-00210, and 9610612-2023-00211. Associated medwatch reports: (B)(4) (9610612-2023-00158) nx051z - right knee. (B)(4) (9610612-2023-00148) nx051z - left knee.

Manufacturer narrative:
Additional information/correction: b5 - confirmation that these reports are duplicates (and will be closed) h10 - investigation will be provided in remaining complaints (also noted in b5), (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nx051z - as vega ps tibial plateau cemented t1. According to the complaint description, the primary bilateral total knee replacement surgery was performed on (B)(6) 2018. After that there was found a implant aseptic loosening which requiered a revision surgery. The bilateral revision surgery was performed on (B)(6) 2023. No cement found at the majority removed as implants, only bit of cement found at the anterior and lateral of f3n (left). Revision was performed with with vega - cobalt chrome implants. The surgeon supects that the as coating surface obstruct the cement reaction to bond with the as implants and caused the loosening. A revision surgery was necessary. Additional information was not provided nor available. The adverse event / malfunction is filed under aag reference 100033186 (400603495). Associated medwatch reports: 400603496 (9610612-2023-00158) nx051z - same patient, right knee/.